Manufacturer narrative:
There was no RMA issued for return due to the facility stating the lift and sling are in good condition and there is no defect or malfunction. The facility had the equipment checked by their maintenance and no issues were found with the lift or sling. The model number or manufacturer of the sling could not be determined because the identification labeling was worn off and illegible. The facility only has this one lift. It is used for three residents at the facility and currently still in use. The facility did not know how long they have had the lift or if there has been any previous service on the it. There have been no issues with the lift prior to this event. A representative of iowa department of inspection and appeals watched the facility staff use the lift and sling. She stated that they seem to be using them properly and has had no further issues. She inspected the sling stating that the straps look fine. She also stated that the lift works fine and can see no deficiency with the lift or sling. The facility has been instructed to get in touch with their local representative to schedule training for their staff. The facility does have the lift owners manual on hand. The lift manual list multiple warnings and instruction on using the sling including: be sure to check the sling attachments each time the sling is removed and replaced, to ensure that it is properly attached before the patient is removed from a stationary object (bed, chair or commode).

Event description:
Facility stated resident was in lift and the sling strap came off of left lower hook. The staff advised resident tilted to left fast and she fell to the floor breaking her hip. The resident was taken to the hospital for surgery and stayed for about six days.